Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation is not yet completed. Please note additional information will be submitted within 30 days upon receipt.

Event description:
Coil stretch: this patient was undergoing coil embolization within the cerebral median aneurysm measuring 5.3mm x 4.2mm. No calcification/tortuosity was noted within the vessel. Two coils were placed. There was resistance when the third coil was initially being advanced through the echelon 10 ev3 microcatheter (mc) to the target site. The coil was being withdrawn for repositioning in the aneurysm when it unraveled/stretched. During attempt to place the coil, the coil was partially deployed out of the distal end of the mc, while the mc was being re-positioned. The physician did not know the reason. When the coil unraveled/stretched was partially deployed (30%) in the aneurysm and partially within the mc. The coil and mc removed as a unit from the patient's vessel. Another coil was placed to complete the procedure. There was no adverse effect to the patient.